Manufacturer narrative:
See d2, d3, d9, g1, h3, h6, and h11. The agent reported the 4 hole guide was not sitting flush. This event occurred during treatment near the patient. Healthcare profession indicated no risk or adverse outcome were reported by the surgeon. There was a 20 min delay in surgery and the surgery was completed as intended. The instruments were inspected prior to use and found acceptable. The agent was present when this event occurred and did provide another suitable device. The reported instrument was returned to enovis surgical for evaluation. During the investigation it was found that the instrument was sitting flush, could have been tissue stuck in between to make the device not sit flush at the time. A review of the instrument's device history records (DHR) revealed, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of the instrument that is related to the reported issue. The root cause of this complaint was no defect found and at this time the device is deemed acceptable. Complaint database review showed no previous complaints that allege this same issue. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.

Event description:
Primary surgery: baseplate would not accept glenosphere locking screw.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.